Event description:
The patient was treated with the alto stent graft system for an abdominal aortic aneurysm (aaa). There was difficulty advancing the alto main body delivery system past the first two to four (2-4) inches of the access site. The alto main body delivery system was removed from the patient¿s body. A slight, gradual bend from the tip of the nose cone to one (1) inch distal of the sheath tip marker was noticed. The physician lightly smoothed out the curve to straighten it out, then placed 16f medtronic (non-endologix) sentrant access sheath into the patient¿s ipsilateral side, reinserted the alto main body delivery system (contraindicative use per the warnings listed in the IFU), and advanced to the desired location without issue. The device was unsheathed, and the first yellow-nested knob was removed. The device was lower than expected; therefore, the physician pushed the alto main body delivery system up approximately 2-3mm to a more desirable position. The proximal crown was deployed, and the polymer was mixed. The polymer syringe and handle were attached. The polymer was not filling any of the rings. An attempt was made to cannulate the contralateral gate with a 0.018 inch wire over the cross-over lumen, but the wire went straight, distally. An additional unsuccessful attempt to gain access to the contra side with a rim catheter (up the ipsilateral leg and over the flow divider) was made. The physician elected to end the procedure and schedule the patient for open surgery. Surgery has not yet been scheduled. The patient will continue to be monitored.

Manufacturer narrative:
The device involved in this event has been received; however, the device evaluation has not yet begun. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix received one (1) alto delivery system for an evaluation. The device was received in a large shipping box, within the original delivery system box and wrapped in a biohazard bag within the original device sterile pouch. The packaging materials (unused) were also returned in a separate biohazard bag. There was blood residue present on the device. The delivery system was still within the sheath. The stent graft was not returned as it was reportedly implanted in the patient. A 30ml syringe containing approximately 7ml cured polymer was returned still attached to the delivery system. The sheath was removed during decontamination. Upon visual inspection it was noted that the bond between the proximal lumen spacer and the hypotube was compromised and the components presented with slightly less than a 1mm separation. There is a slight depression in the polymer fill line approximately 3.5mm proximal to the proximal lumen spacer. The remainder of the chassis appears unremarkable. A 30ml syringe filled with tap water was connected to the balloon line, and the balloon was inflated successfully, although a small pin hole leak was present on the proximal shoulder of the balloon. Upon inspection of the sheath there is severe buckling at approximately 25mm distal to the end of the sheath. There is a slight kink in the sheath approximately 32mm proximal to the yellow flush port housing. The polymer luer appears superficially broken (luer wing broken). The remainder of the device appears unremarkable. The handle halves were separated, and an inspection was performed on the chassis under the handle halves. Visually the device appeared unremarkable. Upon handling the polymer fill line to luer junction, the male barb of the luer fractured, and the components separated. A 0.018" wire was attempted to be inserted on either end of the polymide polymer fill line, but the line appeared occluded. The hypotube of the device was then dissected within 1cm of either end and the inner lumens were removed for inspection. The guide wire lumen, tri lumen and the balloon fill line all appeared unremarkable. The polymer fill line was inspected and visually verified under microscope to be fully filled with cured polymer and small bubbles were present equally distributed along the length of the tube. The remainder of the device was unremarkable. Based on the evaluation performed, endologix is unable to confirm the reported event. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident was received by endologix. The user facility was unable to provide this information. Due to the absence of medical records and medical imaging device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. The final patient status remains unknown. The final patient status was not made available to endologix. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. G3: awareness date ¿ updated. H6: investigation type codes - remove code 4118. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.